Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual and microscopic examination of the balloon found the wings were in a deflated state and had been subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. Liquid leaked from a balloon pinhole, located in the mid body of the balloon. The balloon material, blades and markerbands of the device were visually and microscopically examined, and no issues were noted that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon surface. A visual and microscopic examination of the bumper tip, marker bands, and hypotube showed no signs of damage or issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 15mar2021. It was reported that the device failed to cross the lesion. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 10/3.00 flextome cutting balloon was selected for use. During procedure, it was noted that the operator could not pass through the angle due to resistance. The device failed to cross due to calcification. The procedure was complete with another of the same device. No patient complications were reported. However, device analysis revealed that liquid was observed to be leaking from a balloon pinhole located in the mid body of the balloon.